Event description:
Additional information was received from the rep reporting the hospitalization was not related to spinal cord stimulation (scs).

Manufacturer narrative:
H6: imf f08 has been removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins) for paralysis due to cerebral infarction. It was reported that the patient experienced pain ongoing due to ins shutdown. The battery pack for the lower back was fully charged before hospitalization, but the next day the battery was discharged and the remaining battery power ran out. When the person in charge went to the hospital the other day, the patient reported the situation and had only the battery pack replaced, but the new battery pack could not be recharged at all. The batteries screen (49) showed the outlet symbol at the controller symbol and the battery pack could not be charged. The ins was not working and the patient's legs were still in pain. The ins stopped due to battery pack defect. Troubleshooting was performed. The battery pack was removed. When the cord was connected to the controller from the power outlet, the power outlet symbol appeared next to the controller symbol on the batteries screen (49). When the controller was turned on with the cord unplugged from the controller, the screen was black and no display was shown. The issue was not resolved. A rep was going to contact the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.